Event description:
Wound vac alarmed due to lack of suction. Nurse unable to fix the issue so the wound vac was turned off but the foam was not removed which caused increased maceration and white film to the wound. Device was returned upon patient's discharge to kci.